Event description:
It is reported that the pt is showing signs of brooker iii heterotopic ossification.

Manufacturer narrative:
Eval summary: no x-rays were returned for review, femoral stem and head are competitor product. Zimmer has not tested the compatibility of these products and this would be considered an off-label use as per the package inserts. Cause cannot be definitively determined. Eval ¿ review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.